Event description:
Patient came to the cath lab for a cto (chronic total occlusion) procedure and while physician was attempting to wire the vessel, the wire appeared to get stuck behind an existing stent. Physician pulled the wire back, but the distal portion of the wire broke up and remained stuck in the stent and in the body. The remainder of the wire was removed and several attempt to snare the remainder of the wire unsuccessful. Patient was taken off the table and will have bypass surgery scheduled tentatively for friday. FDA safety report ID # (B)(4).